Manufacturer narrative:
(B) (4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was attempting to pre-dilate an 80% stenosed lesion located in the non-calcified, mildly tortuous proximal lcx (left circumflex) artery with a 3.25x15mm maverick2 balloon catheter. The balloon catheter was advanced to the lesion and an attempt was made to inflate the balloon. The balloon never reached above 0 atms after being inflated for 24 seconds. The physician suspected there was a hole in the balloon. The device was removed intact and pre-dilation was completed with a 3.25x12mm quantum maverick balloon catheter. There were no reported pt complications. The pt's status is listed as "ok."